Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: the patient underwent a right total knee arthroplasty secondary to osteoarthritis. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. Doi: (B)(6) 2016.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: does not meet the definition of a complaint. Information has been reviewed and determined that there is no allegation of deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a depuy device after it was released for distribution. There is no report of an adverse event involving a depuy device, no revision indicated. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.